Event description:
It was reported that this implantable electrode experienced fracture. Due to this, noise and oversensing was observed. Furthe evaluation and troubleshooting options were discussed. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.